Event description:
The reporter contacted animas on (B)(6) 2014 alleging a audio bolus button damage prior to tactile changes with moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump case was removed and no moisture is observed internally. The bolus button cover is intact and responded normally. There was no moisture is observed in the bolus button. The bolus button cover was removed and no moisture/contamination was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.